Manufacturer narrative:
(B)(4).

Event description:
As reported: it was reported that a "newly opened nim pak needle used for mis pedicle screw insertion procedure. However, surgeon observed the blue surface plastic peel off from the tip of the instrument. Hence he stopped using it immediately. And use another one." Additional information states that "initially open was perfect condition. After 1st insertion of the guidewire, the surgeon pulled out the nim pak needle and observed the blue skin peeling off." "X-ray shooting to check couldn't see any major fragment." There were no additional procedures required. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.